Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate high voltage therapy and an ti-tachycardia pacing (atp) for atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response that was detected as ventricular fibrillation (vf).  It was noted that the episode details showed therapy was initially withheld due to the af/atrial flutter discriminator. It was also reported the right atrial (ra) lead exhibited intermittent undersensing on stored episodes resulting in the misclassification of vf/ventricular tachycardia (vt) episodes. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event. It was further reported that the patient was hospitalized due to the inappropriate therapy from the crt-d. The patient also had an ra lead revision. The ra lead remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate high voltage therapy and anti-tachycardia pacing (atp) versus ventricular fibrillation (vf). It was noted that episode details show therapy initially withheld for afib/aflutter. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. It was also reported the right atrial (ra) lead exhibited intermittent undersensing noted on stored episodes resulting in misclassification of ventricular fibrillation (vf) episode. No further patient complications have been reported as a result of this event.